Event description:
Information was received from a consumer (con) regarding the patient receiving fentanyl/morphine/dilaudid via implantable pump. The indication use was for non-malignant pain. It was reported that they had an MRI done 'about three weeks ago' and have the magnetic resonance imaging (MRI) cd for a doctor to review but only have their previous medtronic ID card. An agent attempted to inquire if MRI was related to mdt pump/therapy or not, but the patient stated that already happened and did not provide any information. While on call, the patient stated they were in a car accident in (B)(6) 2023 and 'the pump must have come out of pocket or bounced a little bit in my belly because my head hit the glass on the left and my pump was on the left so it shifted all the way to my navel and said ¿all I could do was scream because it was hurting so bad.' The patient mentioned the seatbelt must have locked on the pump and they had a 40ml pump but due to scheduling issues took them a year to get the pump replaced. The patient had allergic reaction to a medication. When an agent inquired the pump medication, the patient mentioned it was morphine right now, but he was going to have to end up changing it. The patient stated that the medication was effective previously. When they visited the emergency room (ER), they received 10 mg of morphine, whereas 1 mg of it was not cutting it. They have been in pain every time every time they bolus and made them a little drowsy. They been up at 2:00 am-3:00 am in the morning rolling around in my wheelchair because ¿I'm in so many pains.' An agent inquired medication in previous pump and patient stated fentanyl, but dilaudid was initial drug in that pump. However, the pump was still working but in the past but had pumps implanted in 2008 but started getting them in 1998. The inquired about synthetic vs regular medication. An agent reviewed all internal and external component considerations, redirected to healthcare provider, and requested a new medtronic ID card with prs.

Manufacturer narrative:
Continuation of d10: product ID 8637-20, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2016 product type pump. Product ID 8637-40, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type pump. Product ID 8637-20, serial# (B)(6), implanted: (B)(6) 2024, product type pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.